Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave catheter restriction alarm. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6, h10 h3 other text : not returned to manufacturer.

Event description:
It was reported that during use on a patient, customer called inquiring of a restriction alarm that had occurred on the cardiosave intra-aortic balloon pump (iabp). Customer reported this was the 1st incident of this alarm and that the insertion is r subclavian. Reviewed the off-label use of the product and that I could support as from a femoral approach. Customer agreed and we reviewed the alarm and the positional aspect of a possible kink in the catheter. No patient harm was reported.